Event description:
Customer reported pump was impossible to calibrate; air sensor alarm. The air sensor was received for investigation. No issue found with returned air sensor. The customer reported issue was not confirmed during investigation.

Event description:
Customer reported pump was impossible to calibrate; air sensor alarm.